Event description:
The unit was returned on a trade-in program with no problems specified. During the repair evaluation, it was discovered that the audible alarm would not function due to foreign material contamination. The alarm component was replaced to correct the problem.